Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter was found to be leaking during placement. The catheter was cut shorter and reconnected. The catheter was cut short and could still be used. The catheter was not removed or replaced at the time of placement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter were returned for evaluation. An initial visual observation of the video showed the groshong catheter implanted in a patient. A clear fluid was observed to be infused into the catheter. The leak was observed at the connection between the catheter tubing and the distal connector piece. While the leak could be seen on the sample in the returned video, no details of the exact leak location or damage could be discerned. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.